Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage bag tubing did not have a hole for the urine to drain into the bag. It appeared that in place of a hole there was solid plastic. The catheter was placed for urine drainage during a cesarean section. It was later reported via email from the complainant on (B)(6) 2018 that the bladder was distended during the procedure and allegedly caused the provider to have some difficulty visualizing parts of the surgical field during the procedure. There was no added time to admission or an adverse outcome. The issue was discovered after the procedure. The bag was removed from the tube and the tube was allowed to drain. The bag was replaced with one from another kit and worked normally.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted one used drainage bag with no original packaging present. The opening of the anti-reflux chamber (cm2098) where the inlet tube is inserted was not cut out to allow drainage of urine into the bag. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed ez-lok® sampling port fig. 3 fig. 2 fig. 1a fig. 1b sterilized using ethylene oxide."

Event description:
It was reported that the drainage bag tubing did not have a hole for the urine to drain into the bag. It appeared that in place of a hole there was solid plastic. The catheter was placed for urine drainage during a cesarean section. It was later reported via email from the complainant on 25-oct-18 that the bladder was distended during the procedure and allegedly caused the provider to have some difficulty visualizing parts of the surgical field during the procedure. There was no added time to admission or an adverse outcome. The issue was discovered after the procedure. The bag was removed from the tube and the tube was allowed to drain. The bag was replaced with one from another kit and worked normally.